Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds, intermittent high thresholds, high impedance and oversensing. The lead was reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.